Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had experienced ineffective pain relief. The patient underwent an explant procedure.